Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: during investigation, a review of the black box showed multiple unexpected power reset events. The pump was found to intermittently power on with the returned battery cap. The returned battery cap threads were damaged. Further testing was performed with a test battery cap. The pump was found to also intermittently power on with a test battery cap. The test battery cap was unable to fully tighten. The battery compartment was found to be cracked. Evidence of moisture contamination was observed inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed, and evidence of additional moisture inside the pump was observed. The "intermittent power" condition was duplicated due to the battery cap/compartment damage and the battery compartment moisture contamination.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was damaged, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.